Manufacturer narrative:
Submit date: 06/26/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump's screen was blank.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the screen was blank. The unit was triaged and the reported issue was confirmed. Upon triage the lcd was found to have a bad pixel. The lcd was replaced and the unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.